Manufacturer narrative:
The pump passed, the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 63 alarms were noted, during testing. Successfully downloaded pump history files and traces using thump software. Found no pump error 63 alarms on the event date of 31-dec-2023. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor and force sensor. The following were also noted, during visual inspection: battery tube threads-cracked, scratched case, stained keypad overlay and pillowing keypad overlay. Pump error 63 was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 (hardware low level failures) alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed and it was unknown whether the customer will continue the use of the insulin pump. The insulin pump will be returned for analysis.